Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported incomplete anterior capsule incisions were occurred.

Manufacturer narrative:
All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. The root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).